Event description:
It was reported that the critical care nurses in an online survey reported that the successful drainage of urine achieved from use of this foley catheter for the specified duration of use was not achieved because of an unknown issue (pcn# (B)(4) ) in relation to bardex i.c., standard length (male), 2-way, 16fr, 5cc balloon and in the online survey a nurse stated that the foley catheter was not successfully placed in the patient because of an unknown issue relation to bardex i.c., standard length (male), 2-way, 16fr, 5cc balloon (pcn# (B)(4) ).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be operator error, user related (eg: incorrect catheter size used, insufficient lubricant applied). No actions can be taken at this time since a root cause was not identified. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. A DHR review is not required as the lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurses in an online survey reported that the successful drainage of urine achieved from use of this foley catheter for the specified duration of use was not achieved because of an unknown issue (pcn# z01) in relation to bardex i.c., standard length (male), 2-way, 16fr, 5cc balloon and in the online survey a nurse stated that the foley catheter was not successfully placed in the patient because of an unknown issue relation to bardex i.c., standard length (male), 2-way, 16fr, 5cc balloon (pcn# z01).